Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f2 alarm was not confirmed or duplicated. An f38 (malfunction in tube misloading detection circuitry) alarm was identified during servicing. The cause of the condition was determined to be inoperative force sensing resistors (fsrs). The device was removed from service. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-2 (downstream occlusion detected) alarm. This occurred when the device was turned on. There was no patient involvement. No additional information is available.